Manufacturer narrative:
Section b2, b5, h1, h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Representative mentioned that the reference to battery being popped out was for her programmer to reset. Patient is on the operating room schedule for (B)(6) with doctor and at this time if he will revise and/or replace the ipg from 2019 to upgrade to inceptiv.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was 2 weeks ago pt said their stimulator was malfunctioning and their rep said to call since their extended cord was malfunction. Agent understood recharger telemetry module (rtm) cord. When pt would go to recharge the implantable neurostimulator (ins) the controller would be at 100% battery and it would take them an hour to start charging the ins for they kept getting beeping noises and no device found messages. Once they were able to start ins charging the controller battery would be down to 60% and their ins would be at 30%. Pt would be recharging the ins and once they got to 60% battery, they got the message that said software problem 1. Intellis 2.3.0 3.243 4. Qf_port, pt would have to reset the controller but the ins would not charge past 60% battery. While recharging the ins it would make them feel like the ins battery was over heating, pt had taken pictures of the implant side and it would show their skin area looked burnt. When recharging the ins pt would have to have the rtm over the edge of ins to get excellent. A request was sent to the repair department to replace the rtm.

Event description:
Patient (pt) called back stating they received the recharger telemetry module (rtm) and now when they are trying to charge the implantable neurostimulator (ins) pt is showing rm04 on the controller. Agent had pt remove the battery pack (bp). Pt reports they see no visual damage to the bp, connectors/pin or controller. Pt plugged the controller into the ac power cord without the bp inserted and the controller powered on. Controller battery is showing 100%. After resetting the controller pt started a recharging session and the controller stopped the charging session and was showing rm04 again. Agent sent request to repair to replace the controller. While on the call pt states when they are charging the ins, "is it normal for the ins to be sore red, painful, hot to the touch when charging the ins? Pt states "it will stay sore and sometime look like the incision is opening." Agent reviewed and redirected to the healthcare provider (hcp). Pt states they have spoken to the hcp. Pt states ""about 4 months ago" pt had a fall and the ins slammed into the door knob of the door while pt was falling. Pt states prior to implant of any device, pt has had issues with their legs going numb while walking which causes the pt to fall. Agent reviewed "falls/trauma" and redirected to the hcp. Hcp is not aware of the fall/trauma at the time pt began having the reported issues with the ins implant site. Pt called back stating that they were trying to recharge the ins with the 2 aa batteries that came with the replacement controller in the controller, but they were seeing a message to install the mdt battery pack. Agent reviewed and had the pt place the lithium battery pack in the controller. Pt was then able to complete the pairing process and start charging the ins. Rep mentioned that the recharger is working after getting help from technical services (tss). The cause of the ins overheating was not determined. Ins needs to be popped back in and patient to schedule an appointment with the hcp. Issue hasn't been resolved as of now. (See general text for omitted information).

Manufacturer narrative:
B5 and code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.